Event description:
The customer received a discrepant result for one patient sample tested for glucose hk (glucose). The sample initially resulted as 36 mg/dl accompanied by a data flag. This result was reported to the physician. The sample was repeated later that day resulting as 118 mg/dl accompanied by a data flag. It was also repeated on another c501 analyzer resulting as 115 mg/dl. The customer considered the 115 md/dl result to be correct and this was reported outside of the laboratory. The patient was not adversely affected by the event. The glucose reagent lot number was 64655001 with an expiration date of 9/30/2012. The field service representative could not determine a cause for the event. He checked the all over operation of the instrument, but could find no cause. He ran a precision for glucose and it was within roche specification. The customer stated that the quality control has been stable and that the patients matched between systems.

Manufacturer narrative:
A specific root cause could not be identified. No additional information was provided further investigation. No adverse event was reported.